Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. The damage found was sustained during the surgical procedure. A lead tip stiffness was performed and the lead was found to be within specification.

Event description:
It was reported that few days post-implant, lead perforated the heart. Lead was explanted and replaced successfully. Patient's condition was stable.